Event description:
The bs-b1 is corroded because of the usage of paa / (B)(6). This event occurred at the time of reprocess. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: this is a known issue in (B)(4) and also in the hygiene department. The adapter is corroded must be replaced. This device is not distributed in us.